Event description:
Mold was discovered floating in a container of sweet-ease. About 0.1 -0.2ml of sweet ease was administered prior to discovery. There was no obvious punctures or holes in the product but upon close inspection after discovery the foil on to may not have been fully applied.